Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during manual prime process and also report motor error. The customer also report the no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the device and passed. Device power up properly after battery installation. Device received with operating current within specification. No unexpected low battery alarm were noted. Device passed self test, off no power test and all operating current test. Broken reservoir tube lip noted.